Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged. Lead was unable to sense or pace. Lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).